Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and entered the wrong correction factor. The customer called tandem's technical support for assistance as the customer needed to update the correction factor, but did not remember how to edit it. The customer's blood glucose level was 167 mg/dl, which was addressed with a manual insulin injection. Tandem technical support assisted the customer on successfully adjusting the settings. The customer was satisfied.